Manufacturer narrative:
Physio-control evaluated the device and observed that it would reset (power off/power on) by itself. Physio replaced the main pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced pcb assembly, but could not determine root cause for the reported problem.

Event description:
It was reported that while the device is powered up, it intermittently resets by itself. There was no report of pt use associated with this event.